Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone that the insulin pump had watchdog timeout. The customer¿s blood glucose level was 179 mg/dl. The customer stated that her son pump had received an error watchdog timeout alarm. The customer was advised to revert to hcp instructions to get the basal and bolus settings. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.